Event description:
This rv lead was implanted on (B)(6)2004. A call to technical services on (B)(6)2012 states that there was a latitude transmission that shows noise on the rv channel that inhibited pacing for about 1 second. Patient will be brought in for full device check and will perform isometrics to see if it is reproducible. The patient's physician is dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).